Event description:
Olympus was informed that during an unspecified procedure the tip of the probe broke off. There was no report of patient injury.

Manufacturer narrative:
Olympus followed up with the reporter to obtain more info regarding this report and was informed that during a single site total laparoscopic hysterectomy (tlh) the tip of the probe broke off and fell inside the patient. The tip could not be located inside the patient. An x-ray was performed, the tip of the probe was located but it is unk if it was retrieved. There was no report of patient injury. The subject device has not been yet returned to olympus for eval. The exact cause of the user's experienced cannot be conclusively determined due to the absence of the device to investigate. If add'l and significant info becomes available at a later time, this report will be updated.